Manufacturer narrative:
H6. Health effect code cardiac arrest has been added.

Manufacturer narrative:
B1 product problem was omitted in the initial report. Section d1 brand name corrected. Section d9 has been updated. The cause of the inability to recognize the purge disc on ic2450 was a broken mechanical lever within the purge pressure sensor.

Event description:
An impella 5.5 was inserted via the axillary artery to support the 65-year-old male patient admitted in with cardiomyopathy and cardiogenic shock, presenting in scai stage d shock. The underlying history was not shared. The team transported the patient on the 5.5 and automated impella controller (aic) from the community to the tertiary center. After the transfer from aic to aic the team had a purge disc failure. The team attempted to troubleshoot by replacement of the purge cassette. This did not resolve the issue and so the aic was replaced. The aic replacement will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support. The pump and aic supported for 7 more days til the patient expired. The patient had been on support for over 8.5 days. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.